Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after insertion of the farawave catheter into the sheath, backflow was confirmed, and a large amount of air was observed being aspirated. The farawave catheter was then removed, and backflow within the sheath was confirmed without the presence of air. Upon reinserting the farawave catheter, backflow was again confirmed, but a large amount of air was once more drawn out. No leak was observed. No air was seen in patient. Non-boston scientific infusion pump was used. Farawave catheter, dilator (which was in the faradrive), and guidewire had been inside the sheath prior to, and/or at the time, the air was observed. Patient weight 30-40kgthe procedure was completed using different device (same model). No patient complication has been reported. The device is not expected to be return as discarded in the facility.